Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. A complications such as retroperitoneal bleeding and hematomas are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended

Event description:
History of peripheral vascular disease, obesity, diabetes, hypertension, diverticulosis, hemorrhoids, and chronic iron deficiency anemia. Access was obtained under ultrasound guidance with a 6/7 fr micro puncture kit. The vascade device was inserted into the sheath and dr. (B)(6) deployed the vascade without complication. Manual pressure was applied by the technologist for 10 minutes per physician order and hemostasis was obtained. The patient was moved to her bed post procedure and transferred to the unit. The patient formed a hematoma an hour post vascade deployment while still on bed rest. Manual compression was applied to the site for 20 minutes. Hematoma resolved but returned 30 minutes later. An additional 20 minutes of pressure were applied and hemostasis was obtained. The patient was taken to CT and a moderately severe retroperitoneal bleed extending from the right femoral up to the level of the kidney was present. Per the CT, no active bleed or pseudoaneurysm documented, but a large retroperitoneal hematoma was present. Pressure was applied to area to resolve the retroperitoneal bleed. The patient's hemoglobin dropped from 11.7 to 9.8 on (B)(6) 2019 post procedure. On (B)(6) 2030 the patient's hemoglobin was 8.7. On (B)(6) 2019 the hemoglobin dropped to 6.8 and 1 unit of blood was transfused. A repeat CT was performed but there was no evidence of continued bleeding. The hospitalist noted that the patient had a colonoscopy in (B)(6) 2018 showing diverticulosis and hemorrhoids, either of which could certainly be bleeding. The patient was discharged home on (B)(6) 2019 with severe ecchymosis of the right groin region.